Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. The root cause is the patient did not open the transfer set before beginning therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in the patient line. The hp added that he was connected to the hc machine, but never opened the transfer set. The technical service representative (tsr) assisted the hp with ending the therapy and advising to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone with the nurse regarding the reported issue, the nurse stated that the issue was resolved, and verified that the hp is aware of proper procedures. Per nurse, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.